Event description:
As reported, the patient underwent a bilateral mastopexy with breast implants and a galaflex 3d. It was reported that the patient experienced bilateral incisional wound dehiscence post-operatively. The patient was treated with wound care and the right breast was healed; however, on the left breast side, the wound remains open and did not appear to be incorporating. As reported, surgeon is considering a revision procedure to possibly remove the mesh bilaterally.

Manufacturer narrative:
As reported, patient experienced wound dehiscence and treated with wound care post implant of galaflex 3d. Based on the information provided, no conclusions can be made. Wound dehiscence is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU). Review of manufacturing records confirms product was manufactured to specification. This MDR reports the ae of left breast (device #2). An additional MDR was submitted to report the ae of right breast (device #1). Note, the date of event (24-apr2024) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.